Event description:
During a thoracolumbar surgery using the incompass system in 2007, the tines on the driver broke within the head of the screw. The surgeon removed the tines from the screw head and completed the case as intended. The patient was not injured.

Manufacturer narrative:
Investigation is pending.